Manufacturer narrative:
Qc was within the established ranges. The customer will ship the patient sample to bci for interference testing. Service was not dispatched for this event. A definitive root cause for the event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated free t3 (ft3) results generated by unicel dxi 800 access immunoassay analyzer for multiple samples from one patient. The results were reported out of the laboratory. One of the samples was discordant to an alternate method which recovered within the normal reference range. It is unknown if patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.